Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product" and "the patient passed away on because of a blockage in their small intestine", the latter is not device-related. Later healthcare professional reported "capsular contracture," baker grade unknown, "ptosis" and "calcified exudate." This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Death: unable to observe since it is not related to the device. Calcification: observed calcification on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ calcification: observed. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product" and "the patient passed away on because of a blockage in their small intestine", the later is not device-related. Later healthcare professional reported via operative report "capsular contracture", "ptosis" and "calcified exudate". This record is for the right side. Device was explanted and replaced.